Manufacturer narrative:
The t:slim x2 g6 user guide states: "your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump had been submerged in water. Reportedly, no damage to the pump was observed; however, customer believed that the pump was not delivering insulin properly and blood glucose level became elevated (400 mg/dl). The customer reverted to an alternate pump for insulin therapy, and also had manual injection supplies available.